Event description:
The customer reported a malfunction alarm on the pump but no notable events occurred prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Tandem technical support decided to send a replacement pump with updated software to the customer and provided instructions on how to use and return the faulty pump. The customer understood and acknowledged the guidance received, ensuring that insulin delivery would continue without interruption by using the current pump.